Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the patient stated that the handset was a pain to use ever since they got the new pump in february. Patient stated 'it takes forever' and if they did not have an internet connection, it does not want to work and they give up and could not even give themselves a bolus dose. Patient stated that the handset gets to 90% and then freezes and they had to go through it again and it tires to connect. Patient stated they miss the simplicity of the 'old one'. Agent reviewed information and assisted patient with clearing data from the handset. Agent had patient connect in my ptm application and patient stated it went 'pretty fast'. Patient would monitor lag issue and call back if further assistance was needed.